Event description:
Pt prescribed contact lens for right eye (strength -2.0). Pt have normal vision with sample contact given in office. Pt opened package (B)(6) 2015 and had vision changes. Pt had a migraine on (B)(6) 2015 had to go to urgent care for a triptan. Pt opened a new package on (B)(6) 2015 and still had vision changes. Pt returned to urgent care for another migraine on (B)(6) 2015 and had to receive another triptan to relieve headache. Pt had been removing contacts - 5 pm after home from work and had perfect vision in glasses. Pt wore glasses (B)(6) 2015 and had no vision or headache issues. Pt returned to eye dr (B)(6) and pt's vision had not changed but when a new lot number contact was used the vision was perfect. Md stated another pt had vision issues with the same strength and manufacturer contact lens kit, acuvue oaysis -2.0 ((B)(4)). Pt returned the 24 pack of contacts to md and md ordered a new package for pt. Diagnosis or reason for use: near sighted.